Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the scale was partially misaligned.

Manufacturer narrative:
Investigation summary : exec summary:customer returned (28) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 1228442. Customer states that the scale was partially misaligned. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. Root cause cannot be determined at this time as the issue is unconfirmed. A review of the complaint lot history check was performed and this is the 1st related complaint for ( scale misaligned) on this lot # 1228442. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Apa/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 1228442 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.